Event description:
The manufacturer received information alleging the touch panel was no longer responded on the trilogy evo device. The customer stated that there was no issue with the operation of the device but would like the device checked. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The manufacturer's service technician observed error code touchscreen failure in the device¿s event log. The manufacturer's service technician replaced the device's display to address the issue. After the manufacturer's service technician replaced the part, the manufacturer's service technician performed a final and run-in tests, along with the battery and valve checks. The manufacturer's service technician determined the device was operating properly and cleaned it.